Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the system was powering on with a "not connected to video system" message. The tse and customer performed multiple troubleshooting attempts, but the issue could not be resolved. The video processor (vp) would not power on. The procedure was converted to laparoscopic surgery with no reported injury. Isi performed follow-up and obtained the following additional information. The isi clinical sales representative (csr) reported that the procedure never started robotically. The system failed its self-test during start-up, and after the surgical staff attempted to troubleshoot, the surgeon decided to proceed with lap equipment.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the video processor to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Manufacturer narrative:
The video processor (vp) was installed on the test system and had a midplane board that failed. The system powered on without the vp present. The problem persisted even after swapping out the optical module and optical cable.

Event description:
Refer to h11 for follow-up information.